Event description:
On (B) (6) 2010, pt's wife reported the up button on his infusion device started working intermittently on (B) (6) 2010 and has stopped working completely today. Wife stated the button still pushes in and pops out when pressed. Wife reported the pt is switching to his backup infusion device and she is taking it to his doctor, so the doctor can program the basal rates. Pt's wife reported his blood glucose is elevated today with a reading of 180 mg/dl. Pt's usual blood glucose is 150 mg/dl. Pt is currently not on an infusion device. Wife reported the pt's doctor always does the programming on his infusion device. She stated the infusion device had not been in stop or disconnected for a long period of time. Wife reported the infusion adapter has never been changed. Advised to change the adapter with every 10th cartridge change. Product was replaced and requested return of the suspect product for eval. On call back on (B) (6) 2010, pt's wife reported he had received the replacement infusion device and had switched to it. She stated his blood glucose has returned to normal.